Manufacturer narrative:
(B)(4). The device was manufactured between 6/6/14 and 6/13/14. As the minicap was not returned, a device analysis could not be completed. A batch review of the associated lot number was performed, and it revealed no abnormalities during the manufacture of the lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge of a minicap was dry. The issue was noted by a registered nurse (rn) after the minicap was returned by a home patient (hp). The hp did not use the device and returned the minicap to the rn unopened. There was no patient involvement. No additional information is available. This is report 4 of 7.